Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ after startup of the device. No patient has been involved. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Manufacturer narrative:
It was reported that the rotaflow displays the error message "head error". No harm to any person occurred. The affected drive (serial#(B)(4)) was sent back to manufacturer for repair. It was received on 2022-01-19 and during investigation by the getinge service department on 2022-01-31 the reported failure "head error" could not be reproduced. Thus the drive was sent to the supplier (B)(4) on 2022-02-07 for further investigation. On 2022-02-23 (B)(4) was able to reproduce the reported failure "head error" and the root cause was determined as misuse of the device, which lead to a damage of the rotaflow drive electronics. The electronics of the drive have been replaced. In addition the ring seal and spring washer have been replaced. The most probable root cause for the replacement could be determined as aging. The following most possible root cause could be determined for the head error:   the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).